Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received no delivery alarm even after troubleshooting. The customer¿s blood glucose level was high and the value was unknown. The customer declined troubleshooting for high blood glucose level as the no delivery alarm was causing high blood glucose level. The insulin pump will not be returned for the analysis.